Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the biosense webster inc, (bwi) product analysis lab observed that the hemostatic valve was dislodged inside of hub component. Initially, it was reported that the dilator of the vizigo¿ sheath would not advance into the sheath. It was felt upon insertion of the dilator, as well as when the dilator was removed from the sheath upon prep. There was no occlusion when irrigating the sheath. The sheath was not visually narrowed, partially blocked nor completely blocked, however, the medical team could not advance the dilator/introducer through the sheath. The dilator was still able to be moved through the first 3/4s of the sheath before it became unable to advance further. The medical team were not inserting the needle into the dilator nor the catheter into the sheath as it never entered the patient¿s body. The sheath was exchanged, and the issue was resolved. The case continued without any further incident. No adverse patient consequences were reported. The resistance with sheath issue was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and observed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The awareness date for this reportable lab finding is 26-apr-2022.

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 18-mar-2022. The device evaluation was completed on 26-apr-2022. The product was returned to biosense webster for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A dilator was inserted in order to verify if there was resistance. However, no resistance or obstruction was felt. A device history records was performed for the finished device 00001865 number, and no internal actins related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).